Event description:
The customer returned the homechoice (hc) machine to baxter (B)(4) for reported issue of buttons are not working. During evaluation, an additional issue of increased intra peritoneal volume (iipv) event was identified in the patient device therapy logs: (therapy started date: (B)(6) 2012 / cycle 3/ 1192 ml uf). There was a patient involved but no patient injury or medical intervention indicated.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, use error: tidal uf removal set too low. This issue was confirmed through review of the event history log. The device was sent to service.